Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the screw on this instrument is not tightening enough to keep the instrument from moving. This report is for one synframe guide rod. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: product code 387.358. Lot 1051562. Manufacturing site: hägendorf. Release to warehouse date: february 29, 2000. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the synframe guide rod was received at us customer quality (cq). Visual inspection of the complaint device showed the screw was scratched and the guiding cpl component would move freely after the screw was fully tightened by hand. Functional test: a functional assessment was performed on the complaint device. The screw could not be tightened sufficiently by hand to prevent the guiding cpl component from moving. When using a wrench, the screw could be tightened sufficiently to prevent movement. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to inaccessibility of internal components. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the screw could not fully tighten by hand. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.